Event description:
It was reported that the customer's insulin pump was making beeping noises but nothing showed up on the screen. The insulin pump kept going off and vibrating after she received a check blood glucose message. The customer's blood glucose level was not reported. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).